Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical devices - vanguard cruciate retaining interlok femoral component 65mm right, catalog #: 183008, lot #: 359270; biomet cc cruciate tray 67mm, catalog #: 141232, lot #: j3579012; vanguard series a standard patella 31mm x 8mm, catalog #: 184764, lot #: 337400. It was indicated by the customer that the device will not be returned to zimmer biomet for evaluation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04621, 0001825034-2018-04622, 0001825034-2018-04624. Remains implanted.

Event description:
It is reported that the patient developed an infection approximately ten (10) days following knee arthroplasty. The patient returned to the hospital for treatment and was discharged within two (2) days. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Initial operative notes identified no complications, but post-operative office visit notes reportedly diagnosed the patient with cellulitis one month following the procedure. This complication is not abnormal to the procedure and no failure was detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information.

Event description:
It is reported that the patient developed cellulitis with pain and redness to the wound one (1) month following right knee arthroplasty. The patient was treated with antibiotics.